Manufacturer narrative:
The patient's system was explanted due to patient failing to charge their device. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The patient experienced ineffective therapy. It is unknown if surgical intervention occurred.

Event description:
Additional information indicates the patient experienced ineffective therapy. It is unknown if surgical intervention occurred.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient, and device information.

Event description:
It was reported that the patient did not charge their ipg as recommended. As a result, surgical intervention may be undertaken to address the issue.